Event description:
The customer reported non-reproducible troponin I (access accutni+3) results, for multiple patients, involving the unicel dxi 600 access immunoassay system. This report is one of two referencing the event date noted. The customer stated the results were released from the laboratory and questioned by the physician. The customer was unaware of any impact to patient care. There has been no report of patient injury associated with this event. The samples were retested at an alternate sister facility and lower results were obtained. The customer stated the physician reported the result difference was clinically significant. The patients' samples were collected in 13x100 mm lithium heparin tubes and centrifuged at 4,500 rpm (rotations per minute) for four minutes. No sample integrity issues were noted. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the main pipettor tips and resolved the issue. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the pipettor tip. A definitive root cause is unknown. This medwatch report is related to MDR 2122870-2014-00747.